Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reported the adhesive of the infusion set headset falls off of her body. No adverse event reported. Product was discarded.